Event description:
During the drilling, the surgeon noticed some cortical chatter noted as it was passing the pegs on the implant. As the surgeon withdrew the drill, he noticed that the tip of the drill had broken off and was inside the bone. The surgeon determined that attempting to retrieve the tip would cause more harm than leaving it in.